Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: burning sensation and suspected deflation. Concomitant medical products: 325cc mentor smooth round moderate profile saline breast implant (catalog number 3501650, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with 325cc mentor smooth round moderate profile saline breast implants. The patient reported that she suspected that her right-sided device was deflated. She also reported a burning sensation in her right breast. As a result, the patient is scheduled for bilateral explantation on (B)(6) 2020 and plans to replace with unspecified breast implants.

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).